Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in a ureteroscopy procedure. The patient was reported to be over 18 years. (Patient identifier, age, weight, and sex unknown). According to the complainant, the basket and noticed to be broken when they opened the package. One of the basket "arms" was not attached. Instead of a 4 arm basket, only 3 arms were attached. The procedure was successfully completed using a second zero tip nitinol retrieval basket. Attempts to obtain additional information were unsuccessful. There were no issues reported to the patient.

Manufacturer narrative:
Analysis of the returned zero tip nitinol retrieval basket revealed that the condition of the returned unit was consistent with the complaint incident that the device basket wire was broken. All of the basket wires were present and attached; however, one (1) of the basket wires was broken at the distal knot. The entire broken wire was present. The handle was actuated; the basket would close and open without issue. No other issues were identified with the device. It should also be noted that a wire breaking but not fully detaching from the basket is not a medwatch reportable event.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in a ureteroscopy procedure. The patient was reported to be over 18 years. (Patient identifier, age, weight, and sex unknown) according to the complainant, the basket and noticed to be broken when they opened the package. One of the basket "arms" was not attached. Instead of a 4 arm basket, only 3 arms were attached. The procedure was successfully completed using a second zero tip nitinol retrieval basket. Attempts to obtain additional information were unsuccessful. There were no issues reported to the patient.